Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the left circumflex (lcx) artery. A 3.50x8mm promus premier¿ drug-eluting stent was selected and advanced through a non-bsc guide catheter to treat the target lesion. However, while in the non-bsc guide catheter, the stent moved on balloon, about a foot from the balloon tip. The physician pulled everything out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.